Event description:
It was reported that the patient sustained a right soft palate abrasion when anesthesia was done to intubate the patient during an ipg replacement procedure. The surgery was then aborted.

Event description:
It was reported that the patient sustained a right soft palate abrasion when anesthesia was done to intubate the patient during an ipg replacement procedure. The surgery was then aborted. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as the doctor threw it away.